Manufacturer narrative:
This device model is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-00200. It was reported the patient ((B)(6)) at times experiences heating at the ipg pocket after recharging. The reported discomfort reportedly last sometimes up to three days.